Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2009) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI, expiry date), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralex mesh(device 4). An additional emdrs were submitted to represent the bard/davol two ventralex meshes (device 1 and 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2008, composix and ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the two ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008- patient was diagnosed with ventral hernia, umbilical hernia, thereby underwent open repair with implant of ventralex meshes (device 1 and 2). Per op notes, ¿the hernia sac was identified in umbilical region and was dissected. The fascia superior to this defect was noted and a fascial defect beneath the umbilicus was also noted. The umbilical hernia was repaired by placing a ventralex mesh (device 1) through the defect and sutured against the anterior abdominal wall. Then the superior fascial defect was repaired by placing ventralex mesh (device 2) and sutured against the anterior abdominal wall¿. (B)(6) 2009- patient was diagnosed with recurrent ventral hernia, thereby underwent laparoscopic repair with implant of composix l/p mesh (device 3), ventralex mesh (device 4). Per op notes, ¿the previous meshes (device 1 and 2) was in overlap and the hernia found protruding through the meshes (device 1 and 2) with both bowel and omentum which was found adherent to the free edge of the mesh. Adhesiolysis were performed. The previous defect was not covered entirely and therefore a large composix l/p (device 3) was placed covering the previously placed meshes (device 1 and 2) and the fascia defect, tacked with sorbafix fixation device. A ventralex mesh (device 4) was placed in abdominal region and was tacked with sorbafix fixation device against the abdominal wall¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #2). An additional emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2008, composix and ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the two ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.